Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use during routine check, the cs300 intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse found that the unit needs replacement of purge valve assembly for testing purpose. The fse replaced the purge valve assembly to resolve the issue. Unit is working satisfactorily. Unit is handed over to the customer in good working condition.